Event description:
It was reported that the nurse performed endotracheal intubation on a 57-year-old male patient according to the doctor's order. After intubation, the nurse found that the endotracheal cuff was leaking when monitoring the cuff pressure. The endotracheal tube was immediately removed, and the nurse re-inserted the endotracheal tube. The patient's condition was closely monitored, and no harm was found to the patient.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.